Event description:
Contact reported that the screw thread was broken while tightening. The screw was replaced with another. This in combination with the breakage of a screw driver during the case (1526439-2010-0078) caused a significant delay to the procedure. There was no adverse outcome to the patient as a result of these events.